Event description:
Hospital staff reported companion 2 driver sn (B)(6) smells like it is burning when turned on. Driver passed system check on (B)(6) 2024 without issue. The driver was used for education purposes prior to being placed on a patient when the electrical smell was first noticed. Driver was removed from cart to confirm there was not anything under the driver that could cause the burning smell. No debris or damage was observed.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms recorded in data file. Visual inspection of external components found no abnormalities. Visual inspection of internal components found damage to capacitor, unrelated to customer complaint. Driver passed all areas of functional testing for acceptance at incoming inspection. The hospital cart used in tandem with this driver was investigated separately and was confirmed to have been the component of origin for this complaint, not the driver. No additional testing required. Complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated as the component of origin in this complaint was determined to be the hospital cart, not the associated driver. Failure investigation identified no evidence of a device malfunction. Damage found to the capacitor was unrelated to this complaint and is a known issue that will be addressed separately. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Hospital staff reported companion 2 driver sn (B)(6) smells like it is burning when turned on. Driver passed system check on (B)(6) 2024 without issue. The driver was used for education purposes prior to being placed on a patient when the electrical smell was first noticed. Driver was removed from cart to confirm there was not anything under the driver that could cause the burning smell. No debris or damage was observed.